Manufacturer narrative:
Per the manufacturer's technical support specialist, in order for the time since last delivery to start counting, the cpg pump has to either stop or recirculate. The user facility left the pump on and did not turn it off therefore the timer would not go up. Per the manufacturer's subsidiary, it was understood that the reported issue was not a malfunction in the performance of the device, and it was a usage error. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
After use of the device for a cardiopulmonary bypass (cpb) procedure, the user reported the central control monitor (ccm) cardioplegia (cpg) measured time since last dose was not going up. There were no reported adverse consequences to the patient.